Manufacturer narrative:
Final investigation results will be provided when the investigation is complete.

Event description:
Philips received a complaint on the heartstart adult/child plus pads m3713a indicating that the customer used the pads on a patient and, when they tried to remove the pads, the pads were so sticky that the customer was unable to remove the pads. This had caused so much pain to the patient. When the pads were being peeled off, the skin also comes off. Additional details have been requested.